Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vision abnormalities is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that the patient was injected in the right frontalis with 0.2 ml of juvéderm ultra plus¿ xc. The health professional reported that they intended to inject the patient with botox® but used the juvéderm ultra plus¿ xc by error. The issue was noted when ¿3 bumps¿ appeared at the injection site. The patient experienced ¿bruising, swelling and bumps.¿ the area was flooded with hyaluronidase, and applied nitroglycerin paste and a warm compress. The patient ¿fainted¿ for a few minutes but stated that they have a pre-existing condition of fainting. The injection site became ¿swollen, red, and boggy¿ due to the hyaluronidase treatment. The events caused by the dermal filler resolved that day, but the ones caused by the hyaluronidase continued. The bruising resolved a week later. The patient has ¿residual swelling and redness¿ at the injection site and ¿blurred right side vision" the patient also ¿cannot raise the right frontalis," deemed not related to the device. The patient also experiences a mild, dull headache¿ at the right-side injection site. An eye exam was performed, and the cranial nerve was reviewed but no issues were found. The patient was referred to an optometrist. The event is ongoing.